Manufacturer narrative:
Block h6: device code a040103 captures the reportable event of a small piece of rubber sitting in the esophagus.

Event description:
It was reported to boston scientific corporation that a seal biopsy valve was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure on october 26, 2023 for the treatment of esophageal discomfort. During the procedure, once a biopsy forceps was passed, they found a small piece of rubber sitting in the esophagus. The dislodged piece was removed with a roth net. Upon inspection, it was noted that the foreign body was the inner ring of the biopsy cap that sheared off. The procedure was completed using the original seal biopsy valve. There were no patient complication as a result of this event.

Manufacturer narrative:
Block h2: correction this event was previously reported under MFR report 3005099803-2023-06284. Any new event information will be sent under MFR report 3005099803-2023-06284. Block h6: device code a040103 captures the reportable event of a small piece of rubber sitting in the esophagus.

Event description:
It was reported to boston scientific corporation that a seal biopsy valve was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure on (B)(6) 2023 for the treatment of esophageal discomfort. During the procedure, once a biopsy forceps was passed, they found a small piece of rubber sitting in the esophagus. The dislodged piece was removed with a roth net. Upon inspection, it was noted that the foreign body was the inner ring of the biopsy cap that sheared off. The procedure was completed using the original seal biopsy valve. There was no patient complication as a result of this event.